Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-nov-2017 with the following findings: a review of the pump¿s black box and alarm history showed evidence of call service 052/054 alarms. The pump successfully completed the 24 hour duration test without any issue or call service alarms. The pump cover was removed and moisture was found on the printed circuit board. The original complaint of a call service alarm issue was noted in the pump history but unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was found to be cracked below the bumper pad.